Manufacturer narrative:
Tego, sample 2 had blood residuals and a clot in the device's fluid path. No other physical damage or anomalies observed. Used return sample 2 was leak tested using the 3 different (low/high pressure and vacuum) according to procedure ((B)(4)) for tego. After removing the clot: low pressure leak test: pass. High pressure leak test: pass. Vacuum leak testing: pass. Sample 2 was functionally tested and passed, after removing blood clot from fluid path. The complaint was not confirmed on sample 2. The device history record review could not be conducted because no lot number was identified.

Event description:
Note: this emdr reflects test results on a second used returned sample. See h11 for details.